Event description:
The two events below occurred at one hospital, a part of an 11-hospital system in xxxxxxx xx. Pharmacy monitors every override from all omnicells on a daily basis. Our diversion technician noticed that a lovenox had been removed on override by one of our charge nurses - this ended up being med error #1. After investigating, we noticed that the overnight pharmacist had placed the omnicell on critical override (after an unexpected epic downtime/slowness) and forgot to take it off override at the resolution of the epic interface issue/the end of his busy shift that night; there is currently no notification set up to alert that the cabinets were placed on critical override. We thought this was the reason the nurse was able to get the wrong dose of lovenox until med error #2 occurred with the same rn. This time it was zosyn removed on a patient that did not have any active orders for it. The rn was questioned again, and showed pharmacy leadership what he did. The reason the nurse was able to get the wrong dose of lovenox until med error #2 occurred with the same rn. This time it was zosyn removed on a patient that did not have any active orders for it. The rn was questioned again, and showed pharmacy leadership what he did. This rn could access all meds on override (even bypassing the approved override list), where other non-charge nurses could only access the approved override med list the only difference was the omnicell access group assigned in omnicenter - the charge rn had the "headnurse" access and the other rn had the "regular nurse" access. The "headnurse" access gives the user access to override everything in the cabinet. Medication administered to or used by the patient. Submission ID: (B)(4).